Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: what is the lot number? No further information is available. Investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation on (B)(6) 2021. The component was identified as product code y464g. It was assessed for the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The needle breakage was confirmed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. When the surgeon tried to suture, it was found that the needle had been chipped from the beginning. No adverse patient consequences were reported. Additional information was requested